Event description:
According to the available information 2 defective x-flow catheters that while trying to inflate, the balloon broke. This occurred all in the same case, and the physician proceeded to utilize a different catheter brand after that. The physician also made staff aware that this occurred last week during his aquablation procedures as well.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The two additional catheters are captured on separate reports.

Manufacturer narrative:
Correction: g3. Date received by manufacturer: corrected date & g2. Report source: removed foreign. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. The two additional catheters are captured on separate reports.

Event description:
According to the available information 2 defective x-flow catheters that while trying to inflate, the balloon broke. This occurred all in the same case, and the physician proceeded to utilize a different catheter brand after that. The physician also made staff aware that this occurred last week during his aquablation procedures as well.